Event description:
It was reported that during an aneurysm embolization procedure for an unruptured, saccular aneurysm located at the posterior communicating artery (pcoma), the pipeline embolization device failed to open optimally at the distal section. The access vessel was the internal carotid artery with a diameter of 6 millimeters, and the vessel tortuosity was described as severe. The aneurysm had a maximum diameter of 6 millimeters and a neck diameter of 4 millimeters, with a distal landing zone artery size of 4.2 millimeters and a proximal landing zone artery size of 3.8 millimeters. Vessel tortuosity was severe.  During deployment in the m1 segment, the distal section of the device did not open as expected. The device was recaptured once, and deployment was restarted; however, the device subsequently fell to the neck of the aneurysm. Attempts to recapture the device were unsuccessful, and distal resistance was encountered within the catheter. Tension and load relief maneuvers, including push and pull techniques, were performed without success. The device was ultimately removed and replaced with another device of the same size, which was successfully implanted without further issues. The pipeline was resheathed and removed with the microcatheter. The pipeline had not been positioned in a bend. Less than 50% of the pipeline had been deployed when it failed to open. There were no additional steps or other devices required to open the pipeline. The pipeline was resheathed less than or equal to two times. Dual antiplatelet therapy (dapt) was administered, and the angiographic result post-procedure indicated successful aneurysm embolization. The event did not lead to or extend patient hospitalization. There was no medical or surgical intervention required to prevent a permanent impairment of a function. No patient symptoms or further complications were reported as a result of this event.

Manufacturer narrative:
Continuation of d10: product ID fg15150-0615-1s (228282843); product type: ; implant date n/a; explant date n/a. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information received reported that the cause of the failure to open and resistance were not determined. The cause of the migration was because total recapture was not possible and the stent was released. Only one pipeline device had been in use. The friction was felt at the distal end. During deployment at the distal end the anchoring was poor and the device fell into the aneurysm. The catheter tip was not moved during deployment.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Product analysis #(B)(4). Equipment used: video inspection system (m-81805), camera (panasonic lumix dmc-zs5) as found condition: the pipeline flex shield device was returned for analysis with its introducer sheath, inside an open pipeline flex shield inner pouch and carton, inside a sealed biohazard bag, and in a shipping box. Damaged location details: the pipeline flex shield tip coil was in good condition. The distal and proximal dps restraints and dps sleeves were found intact, with no signs of damage. No defects were found on the re-sheathing marker and pad. The distal hypotube and ptfe shrink tubing were intact, with no signs of elongation or damage. The braid was returned already detached from the pusher; therefore, the distal and proximal ends could not be identified. One end of the braid was tapered due to damaged braid, while the other end was open and frayed. The braid¿s middle part was fully open without damage. No bends or kinks were found on the pusher wire. No other anomalies were found. Testing/analysis: n/a conclusion: based on the reported information and device analysis, the customer¿s ¿failure/incomplete to open at distal¿ report could not be determined, as the pipeline flex shield braid was returned detached from the pusher, preventing the identification of the distal and proximal ends. However, one end of the braid was tapered due to damage, while the other end was open and frayed. Possible causes of failure to open include severe vessel tortuosity, damaged braid, braid improperly sized to anatomy, braid was overstretched during delivery, and deployment of the braid in the vessel bend. The customer stated that the device had not been positioned in a bend, ruling out deployment of the braid in the vessel bend as a potential cause. Therefore, severe vessel tortuosity, damaged braid, braid improperly sized to anatomy, or braid was overstretched during delivery could have contributed to the failure to open failure. However, the cause of the failure to open could not be determined. The braid can be damaged due to over-manipulation, deployment technique, advancing or retracting the delivery wire against resistance, or deploying/re-sheathing the braid against resistance. Ho wever, the cause of the braid damage could not be determined. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.